Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer removed and reinserted the battery, the insulin pump alarmed a displayable history check failed alarm and the customer was unable to clear it. Customer's blood glucose was unknown. Customer reported the device was exposed to sweat. After troubleshooting, customer was able to clear the alarms. Customer was advised to monitor the device. Customer will not be returning the device for analysis.